Event description:
It was reported that the pt was unresponsive and admitted to the ICU (intensive care unit). It was unclear if the pt had their pump recently filled or if a programming change had occurred with the pump. The physicians were discussing doing an MRI with the pt and wanted to know compatibility with the implanted device system. The medication being delivered via the device system was morphine. No further info was provided. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).